Event description:
The consumer reported via the manufacturer representative that they had no right side coverage. The patient stated she lost right side coverage a few months ago. The impedances looked fine and no falls were mentioned. The healthcare provider wanted to move the battery to a different place since the original place was uncomfortable. There was an indication that the battery was dead, however, it was later noted that the battery was not dead. Nothing was done to the lead for the no stimulation on right side and reprogramming was attempted after the battery revision. The patient had coverage in her right shoulder and arm but not her hand after reprogramming. The issue was not resolved at the time of the report. The indications for use were cervical radiculopathy and spinal pain.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They wanted to verify if they had a new battery put in on (B)(6) 2016. It was reviewed that the records showed the patient¿s last replacement on (B)(6) 2015 and the patient stated that their healthcare provider (hcp) didn¿t put a new battery in. It was further mentioned that a lead revision took place on (B)(6) 2016 and the patient confirmed that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.